Event description:
Litigation papers allege the patient suffered injury as a result of the implantation of the device and may require surgical revision to remove and replace the device. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 9/29/14 - litigation received. Litigation alleges pain and elevated metal ion levels. There is no new additional information that would affect the investigation.